Event description:
It was reported that when the device was used during a rectum resection, it could not be removed from the pt. It took more than one hour to remove the device from the pt. The device fired and formed all the staples, as well as completely cut the tissue. The pt was fine after the procedure.